Event description:
It was reported that the customer had a high blood glucose level of 503 mg/dl. Customer treated using manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. Slanted cannula was reported and advised to change the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.